Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm and unexpected high blood glucose levels. Customer has gone into diabetic ketoacidosis twice in the last week. Customer clamped the tubing and tried to run 3 units through and no insulin came out the end and it did not alarm. Customer stated that she crimped the little part that goes into the body with her fingers and no insulin came out. Customer stated that she was not hospitalized or treated and did not test for ketones. Customer's blood glucose level was 525 mg/dl. Customer does not have high blood glucose levels right now. Customer has treated with a manual injection. Customer did not have a tubing clamp. Customer will be sent a tubing clamp and will call back to continue troubleshooting when they receive it. Customer called back and the pump passed the priming and high pressure tests. Customer was advised that the pump is working as designed. No further assistance needed.